Manufacturer narrative:
The following field was updated due to additional information: b.5. Describe event or problem: it was reported that bd vacutainer® multiple sample luer adapter contained foreign matter and there was a break during use. "You will find attached the material vigilance declarations made on august 4/2020 (a-2020-065) and october 16/2020 (a-2020-088) as well as the photo of the device involved in the august material vigilance a-2020-65. Only the sample of the august material vigilance has been kept. It is available for analysis. I do not know what the liquid in the sample corresponds to. The august material vigilance declaration (a-2020-065) was sent by fax to (B)(6) on 07/08/2020 at 16:38. For the october material vigilance declaration, I do not know by what means it was made, it was the former intern who had sent it. Date of the incident: (B)(6) 2020 while using the vacutainer adapter, it broke in the nurse's hands. Consequences for the patient: none what happened in the unit: nuclear medicine the device has been retained. The incident is isolated there will be no ansm declaration. Contamination of the sample unknown." H.6. Investigation: bd had not received samples, but 6 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for broken luer adapter with the incident lot was observed. The photos also show that the luer adapter device was attached to what appears to be some sort of device not manufactured by bd containing a liquid in it. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. As per the product labeling bd recommends the following, ¿not for use with indwelling catheters/ports; use a bd vacutainer® luer-lok¿ access device instead.¿

Event description:
It was reported that bd vacutainer® multiple sample luer adapter contained foreign matter and there was a break during use. "You will find attached the material vigilance declarations made on august 4/2020 (a-2020-065) and october 16/2020 (a-2020-088) as well as the photo of the device involved in the august material vigilance a-2020-65. Only the sample of the august material vigilance has been kept. It is available for analysis. I do not know what the liquid in the sample corresponds to. The august material vigilance declaration (a-2020-065) was sent by fax to (B)(6) on 07/08/2020 at 16:38. For the october material vigilance declaration, I do not know by what means it was made, it was the former intern who had sent it. Date of the incident: (B)(6) 2020 while using the vacutainer adapter, it broke in the nurse's hands. Consequences for the patient: none what happened in the unit: nuclear medicine the device has been retained. The incident is isolated there will be no ansm declaration. Contamination of the sample unknown."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd vacutainer® multiple sample luer adapter contained foreign matter. "You will find the material vigilance declarations made on (B)(6) 2020 (B)(4) and (B)(6) 2020 (B)(4) as well as the photo of the device involved in the (B)(4) material vigilance (B)(4). Only the sample of the (B)(6) material vigilance has been kept. It is available for analysis. I do not know what the liquid in the sample corresponds to. The (B)(6) material vigilance declaration (B)(4) was sent by fax to (B)(6) on (B)(6) 2020 at 16:38. For the (B)(6) material vigilance declaration, I do not know by what means it was made, it was the former intern who had sent it. Date of the incident: (B)(6) 2020. While using the vacutainer adapter, it broke in the nurse's hands. Consequences for the patient: none what happened in the unit: nuclear medicine. The device has been retained. The incident is isolated. There will be no ansm declaration. Contamination of the sample unknown."